Manufacturer narrative:
There was no report of patient injury. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in la (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative spoke with the customer and suggested re-seating all connections in the control panel. The customer performed this action. The service representative provided part numbers necessary to perform a touch screen replacement. The customer plans to perform the repairs without livanova assistance. The customer has been informed to seek technical support if the issue persists, and the user has stated that the issue will be monitored. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Self-service by the customer..

Event description:
Livanova (B)(4) received a report that the control panel touch screen of the centrifugal pump 5 (cp5) intermittently became unresponsive during a procedure. There was no report of patient injury.